Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was belligerent and had a blood glucose reading "high" on the meter. During troubleshooting, the reporter alleged that when patient did the prime step on the new cartridge he only had 9 units and reporter saw it was a full cartridge. Reporter stated patient had not rewound the pump prior to putting in the new cartridge customer support assisted reporter with filling a new cartridge, removing air and with rewind,load and prime steps. Patient remains on the pump. This complaint is being reported because the patient experienced hyperglycemia following the use error of improperly filling/loading the cartridge.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.